Event description:
It was reported that patient experienced an infusion set adhesive failure on (B)(6) 2026, where the infusion set tape was not sticking due to wetness from sweat.

Manufacturer narrative:
E1: event city: (B)(6)event country: spainname: medtronic minimedcountry: united states of americaaddress ¿ line 1: 18000 devonshire streetcity: northridgestate: californiazip code: 91325.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545.